Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels due to needing a settings adjustment. Customer's lowest bg was 42 mg/dl, and they reported requiring intervention from a third party who provided them with a chair and candy to address their bg. Customer also consumed glucose tablets. Tandem technical support advised customer to consult their healthcare provider regarding future low bg occurrences.